Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation and the lot number was not provided therefore no investigation can be completed and no corrective action can be implemented to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon stated he was doing a vaginal suspension using the capio surgical suture device. He noted halfway through passing the prolene stitch that it did not catch, and when he pulled back on the trocar passer the suture popped and a small fraction of the needle ( < 15mm) stayed in the ligament.